Event description:
During use of the saw to perform a medical sternotomy the surgeon cut through the right ventricle of the pt. The pt's heart was reported to stopped for a period of five(5) minutes. The current status of pt is not known. No malfunction in the saw was reported and none was discovered upon investigation.